Event description:
The customer reported on (B)(6) at 7:12 am he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: time: 7:32 am. Bg (mg/dl): 146. Cho (g): 30. Bolus (u): 1.65. Time: 11:29 am. Bg (mg/dl): 91. Cho (g): 56. Bolus (u): 2.05. Time: 1:55 pm. Bg (mg/dl): 324. Cho (g): 70. Bolus (u): 4.15. Time: 3:12 pm. The pod was removed and he noticed the cannula was bent and there was also blood noted underneath the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.